Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was feeling very little stimulation. The rep reported that the patient was seen on (B)(6) 2017 and impedances were showing greater than 40,000 ohms. The rep reported there was no known activity or event that prompted this issue. The rep reported that x-rays were ordered and taken and it was reported that the leads had not migrated. The rep reported that impedances were tested at 3.0v. The rep reported that they would re-test impedances at 3.0v and check reference electrodes to see if she could see any normal impedances. The rep reported that the patient was feeling a minimal amount of stimulation but not as much as prior to last week. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the impedance showed all 16 electrodes oor (out of regulation). Representative (rep) reported testing each electrode individually and found that electrodes 0 ,1,4,6, and 7 were oor. It was reported the rep was able to program around them for successful coverage. It was reported the high impedance and patient feeling little stimulation has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient met with the manufacturer representative and they could only get 4 of the 12 sensors/contacts to work; they couldn't figure out why it wasn't working and the patient noted that no falls, accidents or medical procedures occurred. No symptoms were reported. No further complications were reported/anticipated.